Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). Following pre-dilatation of a balloon catheter, a 38x3.00mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion due to the calcified site at the proximal portion of the lesion. While the physician, attempted to cross the device several times, it was then noted that the edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.